Event description:
It was reported that the xenon light source menu button was not responding during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The customer called olympus technical assistance center (tac). The customer reported that the menu button was not responding. Troubleshooting discovered that the keyboard was plugged into the wrong port. The plugged was moved and the reported malfunction was resolved. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. Device was not returned however the reported malfunction was confirmed by tac. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.